Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Event description:
It was reported that low lead impedance was noted on the rv coil to svc coil and can vector during a high voltage lead impedance check on the device. Normal impedance was noted on the rv to can vector. A defibrillation threshold test was done in the rv to can configuration and failed, damaging the device circuitry. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.